Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and drive support cap was indented. The customer¿s blood glucose level was 240 mg/dl. The customer stated that the no delivery alarm occurred during normal use. Customer ran self test and displacement test and both were passed. Customer reported that the no delivery alarm was resolved by reservoir changed. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Reservoir was able to lock in place.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per (B)(4). Found no occluded anomaly during filling. Also ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).